Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_ 12.1 implantable collamer lens of diopter -10.0 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a same length/different model lens due to refractive surprise. The problem was resolved. The cause of the event was reported as unknown.